Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician was unable to generate pressure to deploy the cypher select plus 3.0 x 18 mm stent. The device, stent delivery system (sds) and the stent were successfully removed from the pt. Inspection of the product after removal from the pt using a syringe and water revealed a leakage and a broken/fractured hub. There was no reported pt injury. Treatment was provided with a similar product. Additional info was requested, but is not available at this time.

Manufacturer narrative:
The product is available for eval and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt.